Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2007. The patient reported overstimulation from her scs system when she establishes telemetry between her ipg and the patient programmer. A diagnostic test of the scs system found that the lead had four contacts exhibiting low and invalid impedances. The physician has opted to not explant the scs system as the patient is no longer using the therapies. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.